Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date. Device evaluated by manufacturer: the device was returned for analysis. Visual examination revealed that the radiopaque (ro) marker was not present on the device.

Event description:
It was reported that the device was missing a radiopaque (ro) marker on the drain. A 10.3 flexima regular w/ro vtcb was selected for use for a biliary procedure. It was noted that there was ro marker on drain. There were no patient complications reported.

Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date.

Event description:
It was reported that the device was missing a radiopaque (ro) marker on the drain. A 10.3 flexima regular w/ro vtcb was selected for use for a biliary procedure. It was noted that there was ro marker on drain. There were no patient complications reported.